Event description:
A pt reported blood glucose results of "203 mg/dl, 140 mg/dl, 103 mg/dl and 138 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.